Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17057085 is 10885403221941. The customer's complaint that the filter separated and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of paclitaxel, the filter separated from the tubing and an unspecified amount of medication dripped onto the floor. There was no patient harm.